Manufacturer narrative:
Of those strands, four were deemed long enough to perform knot tensile testing. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the anchor was inserted, the healthcare professional gave the sutures a "tug" and the suture broke with no instrumentation involved. The sutures were removed from the anchors. There were no reported patient injuries. No other complications were noted.